Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model#: sc-8336-70, serial #: (B)(4), description: coveredge 32, 70cm 4x8 surgical lead.

Event description:
A report was received that the patient was having cramping, burning, painful sensation on the left side. The patient underwent a revision procedure wherein the excess tissue was removed. The patient was doing well postoperatively.